Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the rubber keypad was intact. Evaluation revealed that all of the buttons responded appropriately. There was evidence of white residue found under all of the contact buttons.

Event description:
The patient contacted animas on (B)(6) 2012, stating that the down arrow keypad button was now unresponsive. The patient denied any trauma to the keypad or any evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and cleaned the pump with a dry rag. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.